Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2022, treating a target lesion in the distal left anterior descending (lad) artery. On (B)(6) 2022, the patient presented with left-sided chest pain. The patient was hospitalized. Electrocardiogram was performed and sinus rhythm was noted. Coronary angiography was performed and in-stent restenosis was noted within the implanted 2.5 x 15 mm multi-link 8 stent. No intervention was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis, as listed in the multi-link 8 coronary stent systems (css) instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.